Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead was exhibiting high pacing impedance. The physician opted to replace the ra lead, a new lead was successfully implanted. There were no patient consequences.